Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that episodes of noise and pacing inhibition were found stored to this pacemaker during follow-up subsequent to syncopal events. Stored episodes indicated noise on the competitor right atrial (ra) and right ventricular (rv) leads. Suspecting a device issue resulting in electromagnetic interference (emi), the physician performed a revision procedure wherein the device was explanted and replaced with a competitor product. Following the procedure, boston scientific technical services (ts) reviewed stored episodes noting the noise appeared consistent with minute ventilation (mv) oversensing and in addition to high out-of-range impedance measurements indicated potential integrity issues with both leads. No additional adverse patient effects were reported.